Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse performed calibration of the shuttle transducer and the all functional test successfully. The iabp was then handed over to the customer in good, working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) displayed electrical test failed code 52. There was no patient harm reported.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Event description:
It was reported that during a routine check by the customer, the cs100 intra-aortic balloon pump (iabp) displayed electrical test failed code 52. There was no patient involved.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code). Updated data: b4, e1 (initial reporter and email), e2, e3, g3, g6, h2, h10, h11.